Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The stylet/guidewire was kinked/buckled. There was an observation with the monolithic controlled release device that contains the steroid. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the right ventricular (rv) lead uncoiled from the lead packaging and fell off the operating table onto the floor. The rv lead was not used and another rv lead was chosen and successfully implanted. The rv lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.